Event description:
A caller reported that the touchscreen on their pump was cracked and shattered, rendering it unresponsive and illegible. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the situation, the customer was advised to use multiple daily injections (mdi) as a backup therapy for insulin delivery. Technical support arranged for a replacement pump since the original was under warranty, confirmed the shipping details, and instructed the caller to put the pump into storage mode before returning it using a pre-paid label within ten days. The caller understood and acknowledged these instructions.